Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 1/7/2026 and 1/8/2026. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found frequently within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction for initial MDR submission - correct date should be 1/8/2026. B5: describe event or problem - correction. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 1/7/2026 and 1/8/2026. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found rarely within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.